Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) stating that every time the patient coughed, it felt like a shock from the device. The device was interrogated and was functioning properly; no therapy had been or was being delivered. The patient was observed overnight for congestive heart failure (chf). No further patient complications have been reported as a result of this event.